Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited >125 ohm impedance on this transvenous defibrillation lead. While the device was manipulated within the pocket, an impedance measurement demonstrated normal impedance of 48 ohms. The clinical presentation is indicative of a loose high voltage setscrew. A guidant technical services (ts) consultant discussed delivering a maximum energy shock to verify a continuous electrical pathway. There have been no reported symptoms associated with this clinical observation.